Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler instrument successfully fired the first stapler load. However, the second stapler load would not fire. The customer completed the procedure with no further issue reported. No known impact or patient consequence was reported.

Manufacturer narrative:
The sureform 60 stapler has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have repeated clamping failures within a single install based on log review. The instrument was functionally tested on an in-house system and achieved adequate compression on a test foam with a white reload installed. The clamping failure was unable to be replicated in-house. The instrument was involved in an unclamp drivetrain failure on the last install, resulting in the forced expiration of the stapler. The instrument was placed on an in-house system and found to be locked. The instrument generated an error message "instrument failure. Do not reuse". The instrument passed the recognition and engagement test on the in-house system. The instrument also passed a full range of motion test in all directions. The grips opened and closed properly. The stapler was fully functional. A review of the logs for the sureform 60 stapler instrument associated with this event has been performed and the following additional information was provided: logs showed the sureform 60 stapler instrument was installed on the system 2x and fired 1 white reload. On install 1, the system failed to detect the reload color and the user manually selected the white reload on the surgeon side console (ssc) touchpad. The first 6 clamp attempts were incomplete, ranging from ~49% to ~62% completion. No firing was attempted on this install. On install 2, the first clamp was successful, and the firing was completed with 1 pause for compression. Upon unclamping, the system detected an unclamping drivetrain failure at 99.99% completion. The logs did not record the procedure, but an unclamp drivetrain failure would force expire the instrument from further use. The instrument was then removed and not used again in the procedure.

Manufacturer narrative:
The product has been evaluated by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). Initial findings were confirmed. The procedure logs were reviewed and confirmed an unclamp drivetrain failure to 99% on the second install in the procedure. Prior to the failure of the unclamp, the user made a successful clamp and fire with a white reload. On the first install, the user made multiple incomplete clamp attempts and unclamped successfully. The instrument was reviewed and no issues with the drivetrain were observed. The drive cables were intact as indicated by actuation of the jaws during manual bevel gear motion. The unclamp drivetrain failure to 99% completion, in absence of mechanical drivetrain failure, is attributed to the sensors within the universal surgical manipulator (usm). The clamping failures were resolved upon the next install, which indicates potential clinical or external factors, such as tissue thickness, as the leading contributor to the failures. Although the clamping failures were confirmed via log review, they were not replicated through further testing of the device. Additionally, the instrument was able to successfully clamp during the procedure.

Event description:
Refer to h11 for follow-up information.